Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified an insufficient weld on the patient line between the tubing and the connector. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing and revealed a leak through the weld between the tubing and the connector of the patient line. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be a manufacturing issue resulting in an insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line appeared to be melted, causing fluid to leak out from where the patient line connected to the transfer set. This event occurred during drain four of four of peritoneal dialysis. The baxter technical service representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.